Event description:
It was reported that during an attempted firmware upgrade the pulse generator exhibited back-up vvi. The device was restored to nominal settings after a successful device download. There were no patient consequences.